Manufacturer narrative:
This device was received and evaluated by pmqa after being received and decontaminated through the RMA process. Ferrous material is attracted to the magnets when the sensor is covered. No issues during the initial power on. A functional flow test was performed three times allowing the console to run through a supplied volume of water, no problems warnings or errors were observed. This issue has not been confirmed. Hologic will continue to track and trend this event. Standard DHR review: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on january 18th, during a fluent procedure the out-flopak broke apart on 3 occasions. No injuries to the patient or staff were reported and the procedure was completed with a replacement.